Event description:
Responded to rn call to vent alarming on arrival. Continuous noise from vent, unable to cancel screen inoperable and unresponsive. After a few minutes vent stopped providing flow to patient. Rn immediately placed patient on non-rebreather without any desaturations. Promptly exchanged vents resuming same settings. Manufacture date: 10/29/2025.